Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 350 cc. There is no information regarding extended hospitalization. Patient fully recovered. Patient was reported to be in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 350cc. There is no information regarding extended hospitalization. Patient fully recovered. Patient was reported to be in stable condition. There were no factors cited that may have contributed to the adverse event. Physician is unsure of causality. Transseptal puncture was performed with an unspecified needle. Sheath used was a st. Jude medical agilis. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as it is unknown at what point in the procedure the injury occurred. There is no information regarding irrigated catheter flow or anticoagulation during the procedure. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.